Event description:
One of the windows in the gantry bore for the alignment lasers fell off. This window is glued to the inside of the gantry with allicone glue. No injuries were reported. The concern is for possible injury. If the window falls off the opening in the gantry, the bore is large enough for a patient to insert his or her fingers, and possibly receive cuts or other injuries from the rotating parts inside the gantry.